Event description:
It was reported that the subject device was not working during set up/ inspection for use. There were no reports of patient harm.

Manufacturer narrative:
E1 facility name:(B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h3, h6. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: intermittent issue with the light source. A root cause could not be identified. Based on the final results of the investigation, there was no problem detected. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.